Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: vyaire medical was able to confirm the issue and it is a known non-reproducible bug in wpf input subsystem, .net or windows related. The proposed bugfixes found online didn't solve the problem. Tfs ID (B)(4) was created but closed as it was not possible to reproduce it. No functional or performance issues were found in fa lab investigation as well even though logs shows the failure and customer reported "ui crash" while they experienced this issue. Not critical as the issue can only appear during start up. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 had a decommissioned message.there was no patient involvement associated with the reported event.